Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated that the mechanical operation of the balloon catheter was occluded. Visual analysis of the lead indicated damage during use. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the balloon catheter was difficult to inflate and then unable to be deflated. A larger syringe was used to deflate the balloon and the catheter was removed from the patient. No patient complications have been reported as a result of this event.